Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that half of the anchor was dislodged or dislocated from the distal pierced hole. Which is consistent with the findings per the media analysis on the provided photos. The device was observed under magnification, and the distal pierced hole was torn. Additionally, the wire/anchor had residues from the procedure. No other problems with the device were noted. The reported event of cutting wire anchor dislodged was confirmed. Upon analysis, it was found that half of anchor was dislodged or dislocated from the distal pierce hole and the distal pierced hole was torn. Based on the condition of the device, it is most likely that as part of the device manipulation during preparation, an excess of force was applied in order to get the device out of the package. Additionally, if the physician submits the cutting wire to tension during the handle actuation or bowing the device without being completely out of the scope, can lead to tearing the working length and displacing the cutting wire anchor from its position. And also, since there were found some residues from procedure in the anchor, it was confirmed that the device was used either inside or outside of the patient. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a truetome 44 was intended to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation outside the patient, upon unpacking of the device, it was noted that the wire anchor was dislodged. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and showed the wire anchor dislodged.

Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged.

Event description:
It was reported to boston scientific corporation that a truetome 44 was intended to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation outside the patient, upon unpacking of the device, it was noted that the wire anchor was dislodged. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and showed the wire anchor dislodged.